Event description:
It was reported that the apix table would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The control panel board and cable were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.